Manufacturer narrative:
We were unable to review the manufacturing and inspection records as the lot # is not accurate. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action currently. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion. The lot number provided on the medwatch form is incorrect.

Event description:
Medwatch report received "while flushing the PICC line fluid was noted leaking out of the catheter at the connection hub." Additional information was requested.